Event description:
After 12 years of successful device use, this pt was hit on the head with a ball. Pt then developed a hematoma over the implant site and experienced pain, when using their device. Although diagnostic testing confirmed normal device function, the pt's pain persisted. As a result, the nucleus cochlear implant was explanted and replaced in 2004.